Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 453 mg/dl at the time. The customer stated that they received a motor error on the insulin pump. The issue happened 4 days ago and the blood glucose was unknown. The customer stated that they had been off of the insulin pump since the alarm. The customer reported that the drive support cap appeared normal or slightly indented. The customer stated that the insulin pump was exposed to an magnetic resonance imaging. The customer was able to successfully clear the alarm and was able to complete pump rewind. The insulin pump passed the displacement test. The motor error alarm did not recur. The insulin pump will not be returned for analysis.